Event description:
Review of programming history shows that the number of magnet activations increased on (B)(6) 2013. This indicates that magnet swipes were activating the device and incrementing.

Event description:
On (B)(4) 2013, it was reported that this magnet swipes were not registering for this patient's device. The physician stated that she ran a magnet mode diagnostic after swiping the magnet and re-interrogating, and the history did not show magnet activation. A new magnet was used, the physician swiped the magnet, and a magnet mode diagnostic was performed; however, there was still no magnet increment. Follow-up showed that no magnet mode diagnostic was performed. Several attempts were made to swipe the magnet and see if the magnet swipe registered; however, not all swipes were registering. It was stated that swipe technique was not the issue. It was ensure that swipes were made after a full magnet mode stimulation period. Review of available programming history showed normal magnet activations. Attempts for additional programming history have been unsuccessful.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Review of programming history.